Event description:
It was reported that wand was sparking outside of the patient. Device did not overheat. No patient or user injury was reported. A backup device was available to complete the procedure with no major delay.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with an unknown fabric present on the screen. There are no manufacturing abnormalities visually observed with the returned device. The wand was activated in a beaker of saline using a compatible controller and plasma was only present on the electrodes. Plasma was created (not sparking) on the return electrode where conductive media is present producing a glow which is normal. Depending on the angle of the wand and the area of contact from the conductive media is where the glow is present. Steam ("smoke") was then created by removing the wand from the saline solution, turning off the suction and activating. This is normal when the device is not activated in sufficient conductive media and proper suction is not used. At no time during activation, the tip exhibited ¿sparking¿; therefore, functional testing concluded that there is no electrical disturbance related to the wand. The customer¿s complaint could not be verified and the root cause could not be determined with confidence as the returned device performed as intended during functional evaluation. It is possible that the tip of the wand made contact with a metal object such as a mouth guard that could cause this type of reported failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.